Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in half. It remained intact and no pieces broke off into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the cannula handle, the shaft, as well as on the c-ring. The c-ring was observed to be cut in half longitudinally and appeared to be melted between the flanking curved areas. The scope wash tubing and the retention rib remained attached to the cannula. Based on the returned condition of the device and the evaluation results, the reported failure "break, c-ring cut¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in half. It remained intact and no pieces broke off into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.